Event description:
It was reported by service report that the fowler would not stay down. It is unk if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Eval result: release lever, fowler.